Manufacturer narrative:
Gtin unavailable, product made prior to compliance date; (B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Pump indicated pump battery low signal. Pump was implanted on (B)(6) 2012.

Manufacturer narrative:
Additional info: the device history record was reviewed and the entire manufacturing process was analyzed: during pump manufacturing process, the analog to digital converters (adc) of the pump electronics are calibrated. For that, the calib adc sw, that consumes approx. 30 times more than when the pump is in working life, is loaded into the pump. The step following the adc calibration consists to connect the battery to the pump electronic board. As soon as the battery is connected to the board, some energy is drained from the battery. The amount of energy removed from the battery during the manufacturing process strongly depends of the time elapsed between the battery connection and the download of the ¿diagnostic sw¿, as the pump cannot enter in low power consumption before this ¿diagnostic sw¿ is loaded. The review of the manufacturing batch records of the pump (B)(4) showed an abnormally long period between the battery connection and the download of the diagnostic sw. This abnormally long period is responsible of a prematurely discharge of the pump battery at the end of the production process, and explains why the battery is discharged before the expected 8 years of pump implantation time. The consequence of this defect is a shorter pump life time. In case of a pump low battery, the pump audible alarm is activated and a pump interrogation with the control unit shows the low battery alarm message. Three months battery life remains during which the pump is still functional. The physician can schedule the pump replacement within three months. The defect reported by the customer, unexpected early ¿low battery alarm¿, is confirmed. The root cause of this low battery level is linked to the pump manufacturing process. Based on the manufacturing records, this issue is due to an abnormally long period with the calib adc software loaded (software with high battery power consumption), leading to a battery prematurely discharged. This abnormally long period is responsible of a prematurely discharge of the pump battery at the end of the production process, and explains why the battery is discharged before the expected 8 years of pump implantation time. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.